Event description:
The customer's mom reported that the customer's freestyle freedom meter would not turn on/off after the test strip was inserted and had an unk display issue. The customer experienced headache, fever, abdominal pain and a loss of consciousness. The customer's blood glucose reading was over 600 mg/dl and went to the hospital. The customer was treated with intravenous fluids and insulin. According to the customer's mom, the customer was diagnosed with hypoglycemia, which is inconsistent with the customer's treatment and symptoms. Attempts have been made to clarify the info. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: based on the test strip lot number reported by the customer's mom, the test strips were expired in june 2006.